Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing on the atrial channel due to the atrial capture management. The capture management was programmed off. No patient complications were reported as a result of this event.